Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k fsi-sli-1000 insert,pkd is alleged to heat up. No injury.

Manufacturer narrative:
Return qty 1, 25129, 30k fsi-sli-1000-65, 00139952 warranty per mfg. Date test method / gp005-wi02 inductance: gauge ID# (B)(4) due: (B)(6) 2026 result 3.09, meets spec does not meet spec n/a , tip condition: - meets spec does not meet spec n/a, stack condition meets spec does not meet spec n/a, tested on: g130 gage ID# (B)(4) due date: (B)(6) 2026 set pressure: 35 psi, water flow: output rate: 35 psi - meets spec does not meet spec n/a, spray: - meets spec does not meet spec n/a, water leak: hp sealing ring proximal ring distal ring. Seam leak n/a vibration: - meets spec does not meet spec n/a. Grip condition: meet does not meet spec n/a. Other visual observation: insert tip is good, no fault found. Insert was tested on a digital thermometer i.d.# (B)(4). Due date: (B)(6) 2026. The temperature was 82.7 °f, no fault found with temperature. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175 (rev.9). Alleged event: confirmed not confirmed.